Manufacturer narrative:
The reported device was received for evaluation. It was determined the device contributed to the reported event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided image revealed that a pin had fallen out and the lever had detached from the device. A visual inspection of the returned device found that it is not in its original packaging. The markings on the device confirm the part number, and identify the lot as l50775277. The device is worn from use, and the lever is disconnected due to a missing pin. The pin was not returned. The complaint was confirmed, and the root cause was associated with component failure. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, an impact event inconsistent with normal use, wear from prolonged use, misuse or rough handling, or inadequate routine maintenance. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. An analysis of the customer provided image revealed that a pin had fallen out and the lever had detached from the device. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was an isolated event. The complaint was confirmed, and the root cause was associated with component failure. Factors that could have contributed to the reported event include wear from use or loosening with age. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during ankle arthroscopy, when tightening the clamp to table, the pin that holds the lever fell out. A backup device was available to complete the procedure with no significant delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.